Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump shutdown due to customer not charging it. Subsequently, the customer blood glucose elevated to 625 mg/dl which was addressed with a manual injection. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue.